Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-110mg/dl fasting. Verified the strips expire 5/24/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 130mg/dl and 116mg/dl fasting. Reviewed meter memory: 160mg/dl, (B)(6) 2016, n/a, fasting:yes. Memory concerns:160. No recent changes in diet, exercise, or medications. Customer only had one result in meter's memory, recently purchased this meter yesterday and was uncomfortable with the result obtained.